Event description:
The home patient (hp) reported feeling full, as if they were overfilled, on 3 occasions while using the homechoice cycler for apd therapy. In 2003, the hp contacted baxter operational support and placed the cycler into a manual drain, removing 1130mls of fluid before continuing therapy to completion with no further difficulties. Follow up with the hp revealed they had also felt as if they were overfilled during apd therapy for 2 nights prior to contacting baxter. The hp states there was no pt injury or medical intervention as a result of these incidents.